Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult to position (guiding catheter resistance) and stent damage were confirmed. Difficult to remove (guiding catheter resistance) could not be tested as the sds could not be advanced into the guiding catheter. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, while inserting a 3.5x38 rx xience prime stent delivery system (sds) via radial access into a 6fr non-abbott guiding catheter to treat a 90% stenosed lesion in the mid right coronary artery, the rx xience prime sds became stuck (unable to advance and retract) inside of the guiding catheter; though no force was applied, the stent dislodged and the proximal area of the stent became flared. As the stent had dislodged inside of the guiding catheter, the stent, delivery system, and guiding catheter were all withdrawn from the anatomy as a single unit. A new 3.5x38 rx xience prime sds was advanced over a balance middleweight guide wire, into a new non-abbott 6fr guiding catheter, and the stent was deployed, followed by stent post-dilatation using a 2.5x20 unspecified balloon catheter, completing the procedure without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: jr4 6f; sheath: desilet 6f. The device was received. The evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed report, the abbott vascular returned goods lab received the 3.5x38 rx xience prime stent delivery system (sds) in the following condition: the stent implant was stationary between the balloon markers and not dislodged as reported. Additional information received indicated that the correct device was confirmed to have been returned and that the site had initially interpreted the flared stent as a dislodgement. No additional information was provided.